Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported, "screwdriver tip snapped off in the dome hole plug of a trident shell when surgeon was inserting the dome hole 5 years ago. The surgeon could not remove the snapped off tip which was stuck in the dome hole - nor could he remove the dome hole. He left the tip in the dome hole plug and inserted the liner. Pt is currently experiencing pain. Surgeon would like to know the material characteristics of the screwdriver are, and if this has been heard of before, and what are the likelihood that this could at all be a problem."